Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and loss of sensing were observed on the rv lead during routine follow-up in clinic. Patient was asymptomatic. It was also noted that the rv and ra leads were dislodged. An attempt to reposition the rv lead was unsuccessful as the helix could not be extended. The rv lead was explanted and replaced. The ra lead was repositioned. Patient was doing fine post-procedure.